Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 01/17/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 02/01/2017 software investigation completed. Findings are that the reported symptom was resolved by removing a faulty cd-rom from drive. Bad cd-rom disk. Software is functioning as designed. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system monitor unexpectedly becomes unresponsive while attempting to enter into cranial software, error sd card failure, sr manager error. In trouble-shooting, a faulty cd was found in the disk drive. Removed the faulty cd and normal function was restored. System performed as intended. There was no patient present when this issue was identified.